Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the electrode end of this right atrial (ra) lead was damaged. Additional information obtained indicated that the issue was observed during removal of the ra lead from the pacemaker. Lead base testing and daily measurements were within normal range and damage was not induced. The ra lead was abandoned surgically and a new lead was then placed. No additional adverse patient effects were reported.